Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "touch panel no brightness and monitor no image" involving pentax model epk-3000/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned and is pending inspection.

Manufacturer narrative:
Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. Same model epk-3000-us is distributed in the USA with 510k k172156. If additional information becomes available, a supplemental report will be filed with the new information.